Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, where the mrx exhausted battery does not fully recharge. The device was not in clinical use at the time of the issue. The requested part can no longer be ordered due to the obsolescence of the defibrillator. Philips has sent the customer an end of support letter. Since troubleshooting was not conducted on the device, the reported issue could not be verified, and a cause could not be established. As a result, the reported problem was not confirmed. To resolve the issue, philips sent the customer an end of support letter and advised them to remove the device from service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device is end of support.